Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned - product evaluation in-process. Manufacturer contacted customer in a follow-up call on 13-jun-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 381 mg/dl. The customer¿s expected fasting blood glucose test result range is 80-140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/28/2023 and test strips were opened 40 days prior to call. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of 08-aug-2022: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned. Reported defect not reproduced on returned meter. Product evaluation has been completed. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Added most likely underlying root cause. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.